Event description:
Clavicle pin broke during surgery in two places. The doctor was advancing the pin under power and it snapped 1/3 down the lateral side. They proceeded without power and it broke again medially. They were able to attach the nuts and the doctor believes it is stable and it does remain implanted. The surgery was extended approx. 10 mins.